Event description:
It was reported that the patient was implanted on (B)(6) 2022 with a heartmate3 (hm3). After extubation on (B)(6) 2022, the patient was unable to swallow the study treatment pill. They were only able to swallow small amounts of water. Per (B)(6) protocol, the patient did not receive any antiplatelet treatment post-implantation. The patient had a minor pulmonary infection which was treated with antibiotics. On (B)(6) 2022, the patient experienced respiratory failure and was in a hypercapnic coma and was re-intubated and withdrawn from the study on (B)(6) 2022 per protocol requirements. On (B)(6) 2022, the patient had a major intracranial hemorrhage and passed away on (B)(6) 2022. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events cannot be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2022. The cause of death was an intracranial hemorrhage. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, respiratory failure, bleeding, stroke, and death as adverse events that may be associated with the use of the hm3 lvas. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.